Event description:
New information received indicated that the patient status was stable.

Event description:
It was reported that noise was noted on the right atrial lead causing an increase in the ventricular pacing burden. No intervention was performed. No patient consequences were reported.

Event description:
New information received indicates that the noise was over-sensed by the right atrial lead resulting in occasional automatic mode switching. Programming changes were performed.